Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/28/2020. Additional information was requested and the following was obtained: could you please confirm if the issue (breakage suture) occurred pre-op or intra-op? Intra-op could you please confirm how many devices present the issue (suture breakage)?3pc. The following information was requested but unavailable: what was the initial procedure? What is the event day and procedure date? Note: events reported via mw # 2210968-2020-09539, 2210968-2020-09538, 2210968-2020-10325 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date, it has been reported that the device will not be returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date, and suture was used. It was reported that the suture broke. There were no adverse patient consequences reported. Additional information has been requested.